Event description:
On (B)(4) 2013, a physician reported that there was a problem charging his handheld device. Troubleshooting was performed, and it was determined that the serial cable was affecting charging the device. It was confirmed that there was a firm connection of the components and no loose or wiggling components. When the faulty serial cable was swapped with a known good serial cable, the issue resolved. The serial cable was returned on (B)(4) 2013 and is currently undergoing product analysis.

Event description:
An analysis was performed on the returned serial cable and the reported mechanical problem allegation was verified. During the analysis it was identified that the cable had an open electrical connection in the serial cable power plug wire. Although wear is suspected, a definitive cause for the open connection is unknown and could not be identified during the analysis.

Manufacturer narrative:
Device failure occurred but did not cause or contribute to a death or serious injury